Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported on (B)(6) 2026, that, during reprocessing, the duodenovideoscope tested positive for 2 colony forming units (cfus) of kocuria palustris and 1 cfu of kocuria rhizophila. The device was retested on (B)(6) 2026, and it tested positive for > 80 cfus of enterobacter cloacae complex. The device was tested again on (B)(6) 2026, and tested positive for 1 cfus of staphylococcus epidermidis, 1 cfu moraxella osloensis, 1 cfu micrococcus luteus, 1 cfu micrococcus luteus, 3 cfu moraxella osloensis, 4 cfu pseudomonas aeruginosa, and 1 cfu enterobacter cloacae complex. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.